Manufacturer narrative:
Date of initial report: (B)(6) 2017. One lf1723 was received for evaluation. The returned product met specification as received. The reported condition of inadequate sealing was not confirmed. The investigation found that there was excessive eschar build up on the jaw seal plate. The jaw of the device was cleaned and the device was activated ten times with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The investigation found the device to function normally and within specifications. The instruction for use states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.

Event description:
The customer reported that the device did not seal as expected. No patient injury reported.

Manufacturer narrative:
Date of initial report : (B)(6) 2017 date of follow-up report : 2017-07-26 initial information provided and additional incident information added to sections. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device did not seal as expected. No patient injury. An end tone was heard when the issue occurred, and another device was used to continue the procedure.